Event description:
A peritoneal dialysis (pd) patient's wife called fresenius customer service advising for the island dressing that changed to. (B)(6) (patient) skin is breaking out from it. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).